Manufacturer narrative:
Qn# (B)(4).the customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. Of these misaligned staples, two staples were observed to be pointed toward the proximal end of the stapler. The stapler was returned with 12 staples remaining in the cover block, indicating that at least 23 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. Two unformed staples were stuck at the front of the device. The first staple was able to be manually removed. Proper functional testing could not be performed due to the severe misalignment of the staples. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. Additional inspect ion was not required as a part of this complaint investigation. Per DHR the product visistat 35r 6/box lot # 73a2300516 was manufactured on 01/17/2023 a total of 15,000 pieces. Lot was released on 02/01/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The sample was returned with its staples severely misaligned. Of these staples, two staples were observed to be pointed toward the proximal end of the stapler. Proper functional testing could not be performed due to the severe misalignment of the staples. The root cause of the staple misalignment could not be conclusively determined. Na nonconformance was initiated to further investigate this complaint issue. The complaint of misfire/jamming - misaligned staples was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be severely misaligned. Of these staples, two staples were observed to be pointed toward the proximal end of the stapler. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. Proper functional testing could not be performed due to the severe misalignment of the staples. The root cause of the staple misalignment could not be conclusively determined. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.other remarks: n/acorrected data: n/a

Event description:
It was reported that "hospital reported that our skin stapler got issues cannot work to close the wound". At the time of this report, the customer has not returned our requests for additional information.